Event description:
Received information stating that customer had multiple occlusions. Reportedly, the contact states that she saw multiple cracks on the cartridge and insulin leaking out of it.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.